Manufacturer narrative:
Device evaluation summary: the reported issue of revolutions per minute (rpms) ramping up, was verified during service. The issue was not resolved as it was confirmed during service that the instrument is nonrepairable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that upon transport to the pediatric intensive care unit (picu) with an extracorporeal membrane oxygenation (ECMO) patient, the rpms ramped up to more than twice the desired setting erroneously. The rpms were adjusted back to 2400, but a few minutes later the external motor drive was ramping up again to approximately 5500 rpms. This occurred 3 to 4 times in a short span of 10 to15 minutes. The patient was off ECMO support for less than a minute during this device change. It was stated that the patient was not harmed but affected. Medtronic received additional information that customer is not able to provide any other information other than what was originally included in the report medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an external motor drive instrument, it was reported that the revolutions per minute (rpms) unexpectedly ramped up. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the motor ramped up beyond the rpm setting.there were no safety systems in use and there was no error or warning message. There were no visual, audible, or performance abnormalities with the external drive motor/pump. The flow to the patient was addressed by using the knob to decrease the rpms to the desired value.